Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7191582.

Event description:
It was reported that the patient had a suspected epidural hematoma from the trial procedure. The patient underwent an early lead pull procedure.

Event description:
It was reported that the patient had a suspected epidural hematoma from the trial procedure. The patient underwent an early lead pull procedure. Additional information was received that the physician did not think that it was hematoma but had to rule it out. The explanted trial leads were not returned.